Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, cold panniculitis results from injury to adipose tissue exposed to cold and may result in a mild to severe inflammatory response. In mild cases, the symptoms are self-resolving and may include redness, swelling, skin nodules, warmth, tenderness, and possible low-grade fever. These cases typically resolve without long-term sequelae. In more severe cases, an intense inflammatory response may result in more extensive tissue damage, including fat necrosis, which may require medical or surgical intervention. Based on previous reports received, panniculitis typically resolve from 2 weeks to 2 months. However, the rate and pattern of recovery may still vary from patient to patient. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting treatment to the lower, middle and upper abdomen, flanks and infrascapular area using the cooladvantage applicator in (B)(6) 2020. The patient was diagnosed with paradoxical adipose hyperplasia initially on (B)(6) 2020 to mid and lower abdomen, and extended to upper abdomen, flanks, and infrascapular area. Corrective liposuction (vaser lipo) was performed in (B)(6) 2021. In (B)(6) 2022, the patient was diagnosed by a registered nurse with extensive tissue damage, fat necrosis, paradoxical adipose hyperplasia (recurrence), inflammation, fibrosis, possible muscle damage in upper and lower abdomen, flanks, infrascauplar area. Systemic swelling and excruciating pain after treatment was also reported. Body deformity was reported. Weakened abdominal wall, and indentation/demarcation in multiple areas was reported. The tissue was described as hard, lumpy in some areas, and well defined in shape of the applicator.

Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting treatment to the lower, middle and upper abdomen, flanks and infrascapular area using the cooladvantage applicator on (B)(6) 2020. The patient was diagnosed with paradoxical adipose hyperplasia initially on (B)(6) 2020 to mid and lower abdomen, and extended to upper abdomen, flanks, and infrascapular area. Corrective liposuction (vaser lipo) was performed on (B)(6) 2021. On (B)(6) 2022, the patient was diagnosed by a registered nurse with extensive tissue damage, fat necrosis, paradoxical adipose hyperplasia (recurrence), inflammation, fibrosis, possible muscle damage in upper and lower abdomen, flanks, infrascapular area. Systemic swelling and excruciating pain after treatment was also reported. Body deformity was reported. Weakened abdominal wall, and indentation/demarcation in multiple areas was reported. The tissue was described as hard, lumpy in some areas, and well defined in shape of the applicator.

Event description:
The patient received corrective liposuction on (B)(6) 2021.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 h10.